Manufacturer narrative:
The unit was evaluated on site by the field service engineer (fse), and it was observed that the reported allegation could not be duplicated after starting up the device multiple times. The reported event was not confirmed. A conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a procedure, an error code was displayed when the staff tried to set up the unit to max power. The console was restarted and worked at a lower power setting. The procedure was completed with the same device with the patient under general anesthesia. There were no patient complications.

Event description:
It was reported that during a procedure, an error code was displayed when the staff tried to set up the unit to max power. The console was restarted and worked at a lower power setting. The procedure was completed with the same device at a lower power with the patient under general anesthesia. There were no patient complications.